Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the coronary bypass procedure, when a doctor started suturing, the loop broke. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of one device. The visual inspection of the samples noted three sutures and three needles. The products were received with the loops open. It was observed, under magnification, that the loop of each of the three samples appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.